Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis and underwent transforaminal lumbar interbody fusion at l2/3/4. Post-op, it was discovered that the patient had acquired an injury to left dura at l2/3 level and spinal fluid leakage was observed. The dura tore about 2 centimeters. Later a revision surgery was performed in which crosslink and left connector rod were removed, and dura was sutured, then screw was replaced and re-connection was performed. There was no delay in overall procedure time as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The revision surgery was performed on (B)(6) 2018.